Event description:
Arjo was notified of an event involving a carevo shower trolley. It was indicated that the side support had opened, causing the patient to fall from the device. As a result, the patient sustained an injury to the lips, which were bleeding. This required three stitches to be applied.